Event description:
Customer was prepping a pt when the blue cover (over the blade) fell off. Customer cut finger with exposed blade.

Event description:
Customer was prepping a pt when the blue cover (over the blade) fell off, custonmer cut finger with exposed blade. The top has come off a 4415b on another occassion and the customer has that sample. It is not contaminated and co would probably contact him to sent it to them for review.